Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; ''early and mid-term outcomes of simultaneous thoracic endovascular stent grafting and combined resection of thoracic malignancies and the aortic wall.'' Seijiro sato, atsuhiro nakamura, yuki shimizu, tatsuya goto, akihiko kitahara, terumoto koike, takeshi okamoto, masanori tsuchida general thoracic and cardiovascular surgery 2018 https://doi.org/10.1007/s11748-018-1003-1. Other relevant device(s) are: unknown valiant stent graft. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for a thoracic endovascular treatment. It was reported that the patient experienced atrial fibrillation post-operatively that was treated with medication. During the follow up period it was reported that the patient expired due to cancer related issues on an unknown date.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.